Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding at insertion site and reported a discrepancy between sensor glucose values and blood glucose values. The event involved product mmt-7040c1. Troubleshooting was performed and noted the blood glucose value associated with the triggered suspend event was 80 mg/dl and sensor glucose value that triggered the suspend on low/suspend before low event was 50 mg/dl. The low limit in sensor settings was 70 mg/dl. The discrepancy between sensor glucose values and blood glucose values was greater than 30%. The insulin delivery was suspended due to sensor glucose values and blood glucose value difference. Troubleshooting was performed blood at site and instructed customer that pump will be replaced. No further patient complications were reported. It was unknown whether continued using the device or not. No product return is required for mmt-7040c1.